Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Doctor resected that proximal tibia of a patient with an osteosarcoma tumor. I had the gmrs small and standard gmrs proximal implant components for reconstruction. He chose a small proximal tibia after evaluating with trial components. The circulating nurse opened the component and the outer seal and inner seal were both torn open and the plastic tray holding the implant was cracked. Opened and the plastic tray holding the implant was cracked. The surgeon agreed to use a standard component and it was opened.

Manufacturer narrative:
An event regarding a damaged sterile packaging involving a gmrs proximal tibial component was reported. The event was confirmed. Visual inspection: the unit carton was returned without any shrink wrap. There was evidence of severe compression visible on the carton,both from the inside and the outside. Internally there is also several puncture/tear marks present. The outer blister flange is cracked and broken completely off on one side. Close to two of the remaining blister flanges the plastic is also cracked. The inner blister was returned partially opened. There is evidence of a good seal between the inner blister and the tyvek lid. The inner blister is cracked at the larger product end. There are scuff marks present throughout the inner blister. It appears that this component packaging was subjected to excessive handling whereby the unit carton was compressed and dropped from a height to the extent that the outer blister flanges and inner blister cracked under the force it was subjected to. Device history review: there were no reported discrepancies for the referenced lot. Complaint history review: there were no other events for the reported lot. Conclusions: based on inspection of the pack it appears that the carton was most likely dropped at some point and also severely compressed.

Event description:
Doctor resected that proximal tibia of a patient with an osteosarcoma tumor. I had the gmrs small and standard gmrs proximal implant components for reconstruction. He chose a small proximal tibia after evaluating with trial components. The circulating nurse opened the component and the outer seal and inner seal were both torn open and the plastic tray holding the implant was cracked. Opened and the plastic tray holding the implant was cracked. The surgeon agreed to use a standard component and it was opened.